Manufacturer narrative:
Hospital regulatory kept the devices post procedure and contacted sentreheart regarding their intent to submit independently under the identifier 310015-2017-0002.

Event description:
The lariat was being used to ligate the left atrial appendage. After suture deployment, but prior to tightening, the opened snare loop was observed to be nonuniform. Addiitonal manipulation of the device was required before the snare loop was observed to be uniform. The suture was then tightened and shortly thereafter the patient became unstable. The doctor then observed an effusion had developed and made the decision to send the patient to surgery. The surgeon reported finding the laa had avulsed. The surgery was successful and the patient was reported to be stable and recovering normally the next day. Additional manipulation of the device to obtain uniform snare loop opening may have contributed to the event.